Event description:
The device stopped working during the case. The exact problem was not clear. The customer used a different modality to complete the case but it was not known which type. The case was still completed laparoscopically.